Manufacturer narrative:
Per tandem¿s user guide: ¿check that your connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer attempted to connect an incompatible cartridge and infusion set resulting in leaking at the cartridge connection. Customer's blood glucose (bg) level was 543 mg/dl and a manual injection was used to correct.